Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: per the mosaic instructions for use (IFU), major or minor bleeding is a potential procedural complication and is associated with any cardiac or thoracic procedure, open or catheter-based, and may or may not require transfusion or intervention. (B)(4).

Event description:
Medtronic received information that this prosthetic aortic valve was part of a randomized clinical study entitled the nordic aortic valve intervention (notion) trial, designed to compare transcatheter and surgical valves from several manufacturers. During the implant of this bioprosthetic valve, a supra-annular aortic patch was placed. The reason for the patch placement was not reported. It was also reported that reoperation, thrombin injection or pericardial puncture was required because of bleeding and/or tamponade. The source of the bleeding was not reported. Additional information was received that reoperation (pericardial puncture, re-sternotomy) was performed and pneumo and/or hemothorax requiring drainage occurred. Multiple attempts to obtain additional information regarding the bleeding and the reason for the patch have been unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.